Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The reported event for renal insufficiency was not believed to be related to the nanoknife procedure according to the treating physician. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).

Event description:
A (B)(6) patient underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2010. Post procedure communication indicated that the patient experienced renal insufficiency. This resulted in patient prolonged hospitalization. Surgeon stated this complication was not ire procedure related.